Event description:
It was reported the pt experiences discomfort at the ipg pocket site which is worse when he lays down. The pt will see his physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.